Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 3.9, lab: 2.6. Date: (B) (6) 2009, inratio: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio meter = 3.9 inr, reference = 2.6 inr, mean = 3.25, confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. A 2.4 inr is excluded from comparison test since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Review of testing technique in complaint detail described two drops of sample applied in test. Device is intended to be used with one drop of sample. Trending and tracking is subject to be performed for strip lot #214533. (Total number of discrepant complaints, including this event, is 4). Corrective action is not required at this time.